Event description:
Information received from the field does not address the patient's clinical status but notes that according to the patient, t he unit has never been followed. This was the patient's first visit to this office. The device caannot be interrogated and exhibits no paced response or spikes with magnet application.